Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: right-mentor siltex round moderate profile 425cc, saline implant catalog number 3542670, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unknown breast augmentation with mentor siltex round moderate profile 425cc saline breast implants which the left side deflated after implantation. The issue was confirmed by the physician. As a result patient had the device removed on (B)(6) 2019.

Manufacturer narrative:
On 4/18/2018, additional information received indicated that the patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3545001, serial number (B)(4) and right replaced with catalog number 3545001, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/7/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/26/2019, additional information indicated that the patient underwent bilateral removal and replacement with mentor siltex round moderate profile silicone, 500cc implants on (B)(6) 2019. On 10/26/2019, the manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary upon receipt by mentor, the device brown fluid. Brown material was observed within the device and no foreign material was observed on the shell surface. During the initial evaluation a rent within siltex cracking was observed on the anterior aspect, measuring approximately 0.6 cm. No other anomalies were observed. Deflation complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent within a siltex cracking was found on the device. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the room temperature vulcanization (rtv) shell of siltex breast implants. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).